Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the patient line of the homechoice cassette and luer transfer set was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain four of four. The patient was connected at the time of the alarm. During troubleshooting, the patient stated they had become disconnected from the patient line. The patient stated they attempted to reconnect. The patient stated they had not seen any damage to the cassette or their transfer set; the patient did not have their transfer set replaced after the reported event. The renal therapy service agent assisted the patient in clearing the alarm and removing the cassette, and advised a manual drain to complete therapy. The renal therapy service agent reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.